Event description:
This report is being submitted as follow up # 1 for MFR. Report # 9612515-2019-00014 to provide closure information for the case.

Manufacturer narrative:
Method code: 4114 - device not returned. Result code: 3221 - no finding available. Conclusion code: 4315 - cause not established. The root cause of the event could not be identified as device was not available for further analysis and additional information was not received from the customer. Three attempts ((B)(6) 2019) were made to obtain additional information about the event. Further action is not planned; however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time. Vascutek ltd consider this case closed.

Manufacturer narrative:
(B)(4). A review of manufacturing and qc records confirmed that the device was manufactured to specification. A 5-year review of similar events gave an occurrence rate of (B)(4)(complaints v sales). There have been no similar complaints received from other units of the same batch. No negative trend in the number of complaints received was identified. Additional information was requested from the surgeon to allow further investigation.

Event description:
The event was reported as graft being torn during implantation.